Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation. A thorough review could not be conducted as the lot number was not provided. The implant was not returned for evaluation making a complete evaluation impossible. Based on the description provided the exact cause of the reported issue cannot be determined.

Event description:
It was reported to globus that a patient had a revision surgery due to the xtend cervical plate having pulled off. The initial surgery was (B)(6) 2015. The revision surgery was (B)(6) 2015.